Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-49038.

Event description:
A risk manager reported a with decreased vision and striae two weeks following uneventful lasik treatment. The flap was lifted and stretched. At seven weeks post treatment the patient was noted to have trace haze. The patient was began on cyclosporine ophthalmic emulsion and continued the use of topical steroids and artificial tears with follow up in one month. Additional information will be provided by facility as it becomes available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. According to quick user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the product was found to be within specifications. (B)(4).